Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced u4/u5 on display bd, rear case, lt/rt handle, barrel clamp, lock label, latch module, tube/sleeve drive, wiper seal, rear door, flange gripper retainer, pulley leadscrew and rt iui. Performed calibration. Dim segment display recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the display board. A review of the device history record showed the device had a manufacture date of 02sep2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: e2, g2.

Event description:
The customer reported dim segment. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported dim segment. There was no patient involvement.